Manufacturer narrative:
(B)(4).

Event description:
A healthcare representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced glare and metallic-like glistening on icl. The lens remains implanted. Attempts to cause of the event is unknown. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.